Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) investigation has been completed. The fse was unable to replicate fault 319 but was able to confirm that the error had occurred in the logs. The fse replaced the universal surgical manipulator (usm); usm3 due to an intermittent error. Part(s) replaced to correct the reported problem. System tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed but not reproduced. The unit was driven in normal mode with no issues and was also tested and passed fiber, direction, lissajous, check sensors, brake release, brake hold, advanced brake, carriage switches and sine cycle tests. Rolling loop fiber cable connections looked ok. The rolling loop will be replaced as a precaution. The unit will be repaired.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, arm 3 faulted. After procedure completion, the customer contacted a technical support engineer (tse) to report recoverable faults that would not recover during case. The customer disabled arm 3 and continued case with other available arms. Logs revealed the following errors: 25730, 32097, 32114, 307 and 319 on arm 3. The customer cycled system power after case completion and the faults cleared on power cycle. The procedure was completed robotically as a three arm system with no reported injury.